Event description:
The user facility reported a sudden increase of pressure during an aortic valve replacement procedure. Follow-up communication with the user facility confirmed: (1) approximately 10 minutes after starting the extracorporeal blood circulation the pressure increased to 504 mmhg, suddenly, at the blood outlet port; (2) the pressure decreased on its own without intervention; (3) there was no harm to the patient as a result of the event; (4) the patient is reported as "doing ok"; and (5) the procedure was completed successfully.

Manufacturer narrative:
The actual sample was returned and evaluated. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The pressure drop of the actual sample was found to be higher than that of the retention sample pulled from the current production run. The wound fibers were removed and visually inspected (magnifying inspection and electron microscopy) - some blood cell components consisting of mainly (aggregated) platelets were noted to be adhering to the fibers. A review of the device history record revealed no product or manufacturing related anomalies, and a search of the complaint file did not find any other report with the involved product code and lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." In addition, the IFU also states "do not supply gas during priming." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).